Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 picture submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the picture. Bd determined that the cause of the failure was most likely associated to improper activation of the device. If the device is pulled at the adapter tubing for activation, the catheter tubing will stretch, and sling shot the needle through the catheter wall when the tubing is released. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle pierced through the catheter tube after inserting it into the vein and removing the guidewire. The following information was provided by the initial reporter, translated from chinese: "when the guide wire was withdrawn, the needle tip punctured through the extension tube."